Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 09dec2024 in the b.5. Field. No further follow-up is planned. Evaluation summary a male patient reported that in (B)(6) 2024 "sometimes he cannot press down the injection button, even with a lot of force" of his humapen ergo ii device. Patient reported he did not remove the needle after injection and stored it with the pen and there was "leakage from injection site after injection". Additionally, the patient reported "the injection pen got blocked again" and "medicine liquid spurted out" from the injection pen. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The core instructions for use state to use a new needle for each injection, to remove the needle after every use, and to not store the pen with the needle attached. There is evidence of improper use. The patient stored the pen with the needle attached. It is unknown if this misuse is relevant to the complaint issue or the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a male patient of an unknown age and origin. Medical history was not provided. Concomitant medication was not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) cartridge (human insulin 70/30) via a humapen ergo ii, at an unknown dose and frequency, via an unknown route of administration, for the treatment of unknown indication, beginning on an unknown date. He also received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) cartridge (humalog mix 50) via a humapen ergo ii, 30 units, thrice a day and 19 units, at an unknown frequency, via an unknown route of administration, for the treatment of unknown indication, beginning on an unknown date. On an unknown date, there were particles and air in the insulin products, and the glass bottle of the products was also cracked, making it impossible for him to use the insulin products. His blood glucose was around 23-29.9 after injecting for about one hour (values, units, and reference range were not provided). Due to high blood glucose she was hospitalized in 2018. Around one year ago, his skin all over his body had become rotten and itchy. At first, it was bleeding, but later it turned into clear yellow fluid. After some time, it formed scabs and dried up. Even after that, it still itched. He used a knife to scrape his skin, but the itching persisted. He also used ointment to treat the itching, which showed some improvement, but the itching continued. Previously, he did not remove the needle after injection and stored it with the pen (improper use). His skin became very hard, and there was leakage from the injection site after injecting. He could not press down the injection button, even with a lot of force. After removing the needle, he pricked the insulin tip with the needle tip, and the medicine sprayed out (incorrect dose) (pc number: (B)(4) lot number: d652697aa, unknown; pc number: (B)(4), lot number: unknown; pc number: (B)(4), lot number: unknown). On (B)(6)2024, he was receiving insulin lispro protamine suspension 50%/insulin lispro 50%, the injection pen got blocked again (humapen unknown type). Later, the medicine liquid spurted out from the injection pen, about 1 meter away. He still injected with that injection of insulin, but a lot of medicine liquid was already wasted-incomplete dose administered (batch number: unknown and pc number: unknown). Information regarding further hospitalization details was not provided. Corrective treatment for the itchy event included unspecified ointment, and for the remaining events, treatment was not provided. The outcome of the events was unknown. The status of human insulin isophane suspension 70%/human insulin 30% was discontinued and for insulin lispro protamine suspension 50%/insulin lispro 50% was unknown. The operator of the humapen ergo ii and humapen unknown type was patient, and his training status was not provided. The humapen ergo ii and humapen unknown type model duration of use and suspect humapen ergo ii and humapen unknown type duration of use were not provided. The action taken with suspect humapen ergo ii and humapen unknown type was not provided, and their return was not expected. The initial reporting consumer did not provide the relatedness of the events with insulin isophane suspension 70%/human insulin 30%, insulin lispro protamine suspension 50%/insulin lispro 50% and the humapen ergo ii and humapen unknown type. Edit 22-nov-2024: upon review of the initial information received on 30-oct-2024, added suspect human insulin isophane suspension 70%/human insulin 30% (rdna origin). Updated event coding to blood glucose increased. Updated description for event incorrect dose administered to due to hard skin of the patient and device causality from device nhcp to not associated. Updated narrative with information. Update 25-nov-2024: additional information was received from initial reporter on 20-nov-2024. The case was upgraded to serious since the event of blood glucose increased was updated from non-serious to serious (hospitalization criteria). Added euca field for humapen ergo ii, one suspect device of humapen (unknown type) and one non-serious event of incomplete dose administered. Updated causality statement and the narrative with new information. Update 09dec2024: additional information received on 05dec2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii device associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly. Edit 13dec2024: upon internal review, update description as reported from patient did not administer the correct dose of humulin and humalog due to hard skin; no ae to patient did not administer the correct dose of humulin and humalog due to hard skin; ns ae.